Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system has a dark image on the screen. No other details provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system has a dark image on the screen was confirmed. The scanner boots to a dark acoustic window due to separation between the control board and the analog board. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system has a dark image on the screen. No other details provided.